Event description:
The account alleged that the screws that hold the side rail to the mounting plate backed out which caused the side rail to come completely off the bed. No pt impact. Ref MFR 3006697241-2013-00507.